Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference manufacturer reports: 1627487-2011-01613 and 1627487-2011-01614. The patient received her scs system, including an ipg, two percutaneous leads (from the same lot), and two extensions (from the same lot), on (B)(6) 2011. The leads were inserted occipitally (off-label). It was reported that the patient developed an infection at the lead incision site. The physician consequently explanted the system on (B)(6) 2011. The culture results showed a (B)(6), and the patient was treated with intravenous antibiotics. Follow up on the patient found that she was discharged home with oral antibiotics. The infection allegedly had resolved, and no further patient complications were reported.